Manufacturer narrative:
On 02/06/2017, intuitive surgical, inc. (Isi) received the following information regarding the reported event from the site's risk management department: the risk manager confirmed that there have been no reported post-operative complications. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, the initial reporter alleged that a fragment from the permanent cautery spatula instrument broke off, fell inside the patient, and was not found or retrieved. At this time, the location of the missing instrument fragment is still unknown.

Manufacturer narrative:
Isi has received the permanent cautery spatula instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that a fragment from the instrument broke off. The instrument was found to have a broken ceramic sleeve. The ceramic sleeve had a piece broken off measuring approximately 0.092 in length. The instrument fragment was not returned with the instrument. The known common cause of this failure is due to mishandling/misuse. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the initial reporter alleged that a fragment from the permanent cautery spatula instrument broke off, fell inside the patient, and was not found or retrieved. At this time, the location of the missing instrument fragment is unknown. However, there is no indication that a malfunction of the permanent cautery spatula instrument occurred during the surgical procedure since the instrument damage was likely caused by mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a metal fragment from the permanent cautery spatula instrument broke off and fell inside the patient. According to the initial reporter, the instrument fragment was too small to recover. The missing fragment was described as being smaller than a staple. The missing fragment did not appear on an x-ray that was performed after the surgical procedure was completed. As of the date of this report, no post-operative complications have been reported.